Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator was not ventilating on a patient. At this time, patient harm is unknown with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire service tech did not verify the reported "not ventilating pt's at set volume" problem. Connected a known good patient circuit, ac adapter, and vt plus flow analyzer. Powered the unit on with the customer's settings. The tidal volume was set at 500ml. The vent was reading a vte of 489ml and the vt plus was reading 480.6ml. Passed 53.0 hours of extended testing. Passed the initial final test and the initial alarm volume test. Unable to duplicate the reported problem.